Event description:
Information received from the (B)(4) registry, patient ID: (B)(6). Treatment of a large unruptured sidewall aneurysm measuring 15.3mm x 3.0mm located in the cavernous segment of the left ica (internal carotid artery) and a small unruptured aneurysm measuring 3mm located in the p-comm (posterior communicating) artery. On (B)(6) 2013, the patient was transferred from mercy hospital with a 1 week history of left frontal headache, double vision, and left eyelid drooping. The symptoms were related to oculomotor nerve palsy. The mrs = 0 (no symptoms at all). The patient was treated with aspirin and plavix prior to the procedure and was given heparin intra-operatively. On (B)(6) 2013, the patient underwent embolization treatment involving one pipeline (3.50mm x 25mm), enterprise stent, and two coils (galaxy & microplex). During the procedure, an enterprise stent was deployed across the neck of the p-comm aneurysm and two implant coils were implanted into the p-comm aneurysm. Then, the pipeline was advanced through the marksman and brought up to the proximal edge of the previously deployed enterprise stent in order to reconstruct the parent vessel, encompassing the transitional segment between the supraclinoid and cavernous carotid as well as the whole cavernous carotid down to the petrous portion to completely cover the neck of the large cavernous aneurysm. Once the pipeline was at the proper location, the marksman catheter was pulled back to deploy the pipeline. The distal segment opened without issues, but the proximal segment of the pipeline required manipulation of the delivery wire and catheter to achieve full wall apposition. The entire neck of the aneurysm was covered by the pipeline. No side branches originating from the aneurysm were covered by the pipeline. At this point, the marksman catheter was advanced forward to recapture the capture coil; however, it was noticed that the enterprise stent was pushed forward beyond its intended location. It was discovered that the enterprise stent was attached to the delivery wire as the stent moved back when the delivery wire was pulled back. The enterprise stent detached from the delivery wire as it was being pulled back and became stuck inside the pipeline at the region of the neck of the cavernous aneurysm. This did not alter any flow through the pipeline; therefore, the enterprise stent was left there. Another enterprise stent was deployed to encompass the neck of the p-comm aneurysm. Post angiogram showed stasis of the cavernous aneurysm and there was excellent flow through the carotid. The aneurysm was completely occluded. There was no stenosis or dissection. The mrs = 1 (no significant disability, able to carry out all usual activities, despite some symptoms). The patient was discharged on (B)(6) 2013. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Received additional information with correct model number and lot number for the device involved in the event. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).